Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this iabp and was able to reproduce the reported issue. The fse found fiber optic connector to be chipped on the receiving end and replaced the connector and verified proper function of the fiber optic module. During testing a leak was detected in the pim. To fix this issue, the fse replaced the patient interface module. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cannot initialize balloon. There was no patient involvement and no adverse event was reported. It is unknown under which circumstances this event occurred.